Event description:
It was reported that one day post op a neck dissection for cancer surgery, leaking occurred at the thoracic duct. Unknown how the leak was resolved in surgery; the pt is now in ICU. No other info is available at this time.

Manufacturer narrative:
Info not available, device not returned for analysis.